Event description:
Customer reported the system intermittently shuts itself down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the interconnect cable plug backshell was not fully seated and was cross threaded. Repaired connection. System operates as intended.